Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the phacoemulsification was not working prior to a surgical procedure. Another system was used to initiate and complete the procedure.

Manufacturer narrative:
The system was examined and the reported event was replicated. The diathermy printed circuit board (pcb) was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 21, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming diathermy printed circuit board (pcb). However, how or when it became nonconforming could not be determined. (B)(4).